Manufacturer narrative:
(B)(4). Additional information from importer report: (B)(4), device info: pelvicol acellular collagen matrix, ftl, device MFR: tissue science laboratories, (B)(4). (B)(6).

Event description:
Procedure: urological. According to the reporter: the patient's attorney has alleged that as a result of having the product implanted, the patient has experienced personal injuries. Additional information from importer report: the patient's attorney has alleged that as a result of having the product implanted, the patient has experienced personal injuries.